Event description:
It was reported that the patient underwent a surgical procedure to explant a coloplast device for unspecified reasons. All components were removed and replaced with an inflatable penile prosthesis (ipp). No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).